Event description:
A 25 mm trifecta gt valve was implanted. A post-op tee revealed mild aortic insufficiency not centrally located. The valve was removed and all sutures appeared intact and the valve was visualized and generally appeared intact. There was a separation of two leaflets at the post of the valve between the ncc and rcc, though the user was not certain that this was the issue. A 21 mm ce magna valve was implanted. The patient is reported to be stable and was discharged in satisfactory condition.

Event description:
A 25 mm trifecta gt valve was implanted. A post-op tee revealed mild aortic insufficiency not centrally located. The valve was removed and all sutures appeared intact. There was a separation of two leaflets at the post of the valve between the ncc and rcc, though the user was not certain that this was the issue. A non-abbott valve was implanted. The patient is reported to be stable.

Event description:
A 25 mm trifecta gt valve was implanted on (B)(6) 2018. A post-op tee revealed mild aortic insufficiency not centrally located. The valve was removed and all sutures appeared intact and the valve was visualized and generally appeared intact. There was a separation of two leaflets at the post of the valve between the ncc and rcc, though the user was not certain that this was the issue. A 21 mm ce magna valve was implanted. The patient is reported to be stable and was discharged in satisfactory condition.

Manufacturer narrative:
An event of "aortic insufficiency not centrally located" was reported. One leaflet was found to be cut near a stent post. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the cut remains unknown; however, a cut near a stent post is consistent with the reported event.